Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿tissue expander kept deflating and wouldn¿t maintain volume.¿ cont e1 zip code- (B)(6).

Event description:
Healthcare professional reported ¿tissue expander kept deflating and wouldn¿t maintain volume¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, an opening assessed as surgical damage. As per the investigation procedure, creases and wear abarsion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿tissue expander kept deflating and wouldn¿t maintain volume¿. This record is for the right side. Device has been explanted.